Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during post-implant angiography for stenting of a right coronary artery, approximately 3 weeks after implant, a narrowing of the artery at the proximal end of the xience 48 stent was observed. This did not appear to be thrombus but appeared to look more like calcification. The physician is unsure if this is plaque prolapse or a fractured stent strut. The angiography on the index procedure showed no residual stenosis and the artery looked like it had been treated successfully. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI) - the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.